Event description:
It was reported that a tritanium c cage has subsided into the endplates. Revision surgery is now required.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. A hcp reviewed provided images and provided the following feedback: fractured back wall of the bone. Can happen when take too much of the endplate. Inner bone is very soft, possible there is bad bone quality. Based on the hcp review of the images, it is likely that improper endplate preparation or excessive force during insertion causing the back wall of the bone to fracture led to subsidence of the cage. Patient bone quality may also had been a factor. However, without the device and further information about the surgery, a definite cause cannot be determined.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a tritanium c cage has subsided into the endplates. Revision surgery is now required.